Event description:
It was reported that a clinical study control patient underwent an acdf procedure at level c3-c4. The following post-operative event was reported:. Post op visit date-2004 (B)(6) ae onset date: 2004 (B)(6); ae description: on x-ray there is some lucency at the bottom portion of c3 in between the inferior portion of c3 and the bone graft. Treatment: no. Post op visit date-2009 (B)(6) treatment: no; description: incomplete fusion at 7-15-06 x-ray appt. Post op visit date-2009 (B)(6) ae onset date: 2009 (B)(6); ae description: x-ray revealed: overall no change in range of motion or appearance post CT for cervical disectomy and fusion. Fracture of one of the anterior transcortical screws, suspected old. Treatment: no. Post op visit date-2011 (B)(6) description: unchanged since last visit.

Manufacturer narrative:
(B)(4). Although it is unknown if the fractured screw contributed to the reported adverse event (failed fusion), we are filing this MDR for notification purposes.